Event description:
It is reported that the patient's insulin pump's vibrate function was not working. The patient's blood glucose level was 106mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump did not vibrate during the self test due to a broken vibrator motor back wire. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.